Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (20240905_094849) for review that showed events spanning approximately 2 days (03sep2024 ¿ 05sep2024 per timestamp). No external power events were active on 04sep2024 from 12:57:59 ¿ 12:58:29, from 16:16:13 ¿ 16:16:59 and from 19:36:25 ¿ 19:36:58 due to a dual power cable disconnect. The power cables were individually disconnected one after the other causing voltage to drop to ~0v and triggering the no external power alarm. The backup battery provided power to the system during these events. The alarms cleared once external power was restored to the system. Pump operation was not affected. There were no other notable alarms active in the log file. Additional information stated the system controller would not be returned. The root cause for the no external power alarms appears to be due to a dual disconnection of the power cables. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and backup battery fault alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern for a driveline power fault. Log files were sent for review. It was noted that during the event the patients' green arrows were still on. The alarm was not changed by moving driveline or power cords. The customer noted that a no external power was visible from the previous evening. The patient had a double disconnect to untangle the cords. The event log file recorded a driveline_power_fault alarm flag associated with a (f4) pwr_a_broken controller fault flag at 05sep2024 8:18:42. This event was indicative of a continuity issue with one of the two power conductors within the driveline/modular cable. On 05sep2024, it was noted that the controller and modular cable were exchanged without issue. The alarm resolved.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.